Manufacturer narrative:
The accu-chek multiclix lancet device is the suspect product.

Event description:
Pt reported that while inserting a new lancet drum into the multiclix lancet device, she experienced an unintentional needle stick. Pt stated that, upon insertion, a sterile lancet protruded from the drum. Pt removed the drum, from the multiclix lancet device, and the lancet retracted inside of the drum. Pt did not require any treatment for puncture. Pt did not provide the location where the event occurred. Technical support requested the return of the suspect product and replacement product was shipped.